Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: p select ous mr 16 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on proximal region of the stent were noted to be lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no signs of damage. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-apr-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 16 x 4.00 promus premier select drug-eluting stent was advanced for treatment, but failed to cross the lesion even after multiple attempts. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.